Event description:
(B)(6), dob on (B)(6) 2003, experiencing muscle spasms every 5 seconds in her abdomen and is seeking advice. Her physician is dr. (B)(6). She has been experiencing muscle spasm since her device, on (B)(6). Discussing to set up an appointment to see if she may be able to have her device programmed changed so that she doesn't feel the spasms.

Manufacturer narrative:
Patient complaint of spasms; likely due to low body fat. Omentoplasty surgery planned to reduce incidence of spasms. Device working as expected. No further action to be taken at this time.